Manufacturer narrative:
All buttons were functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. The device passed the unexpected restart error test. No unexpected restart error alarms were noted. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
The customer called and reported a button on the insulin pump stopped working and the device alarmed with an unexpected restart error. Customer's blood glucose was 180 mg/dl. The customer stated, she was in a lake and the device was in her pocket and could have gotten sweaty but was not dropped into the lake. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.